Event description:
It was reported that a broken desktop charger connector pin was observed with the 37761 dtc/ac power supply, and the pin was initially stuck in the recharger. The issue was limited to the external device and did not involve any symptoms, complications, adverse events, illnesses, infections, or deaths. The patient was not treated for any medical condition related to this event. A request was made to replace the desktop charger. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6)) revealed "cable assembly has frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient requesting update on status of recharger. Agent provided patient fedex tracking number and reviewed per fedex package would be delivered today.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient and reported that they received the replacement desk top charger but that didn't resolve the issue of the recharger not charging. Patient said the recharger antenna was also frayed. When patient attempted to charge implant they would see the 376 call your doctor error code (indicating recharger issue). Patient said they had been at their managing hcp today and were told to call manufacturing rep. Ps walked through troubleshooting with new dtc but insr would not charge. Pt said they were concerned that their implant battery would deplete, implant battery was low. For this reason ps requested repair replace the legacy recharger with another legacy recharger. Ps also sent message to field to see if rep may have insr patient could borrow while waiting for replacement insr.

Manufacturer narrative:
See 5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.